Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy for uterine fibroids, menorrhagia, and endometrial hyperplasia on (B)(6) 2012. Intuitive surgical was provided with the operative report. Subsequent operative reports and evaluations were included there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The patient had an unusually difficult procedure; however, due to extreme obesity and bmi or(B)(6). The operation took 5 hours and the uterus weighted over 500 grams. On the day of her discharge she was found to have pre-renal azotemia with a rapidly rising creatinine. She was treated medically and her acute renal failure resolved. On (B)(6) 2012, the patient presented with complaints of leaking fluid per vagina and underwent cystoscopy and placement of a stent. A laceration was seen in the ureter along with a small piece of suture near the lumen of the ureter. No additional information was provided after this date.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained a ureteral injury after undergoing a da vinci si hysterectomy. This patient with morbid obesity and an enlarged uterus developed a ureterovaginal fistula that is a recognized complication of hysterectomy. The ureter is particularly subject to potential injury under these circumstances with any hysterectomy.